Manufacturer narrative:
This is a final report.

Event description:
This report is being filed retrospectively per the FDA's request. Per the audiologist, the pt was seen by the surgeon in 2007. At that time, the surgeon became aware that the pt's flange fixture had fallen out approx three months after the initial sound processor fitting. The surgeon reported that there was no obvious cause for the loss of the fixture. However, the surgeon reported that there may have been compromised bone, or that the fixture may have been stripped at the initial surgery. He also stated that failure of osseointegration was possible. In late 2007, (date unk) the pt was fitted with a new flange fixture with abutment and a second (sleeper) fixture. The surgeon requested the sound processor be fitted at a later date to make certain the primary fixture had properly integrated with the bone. The pt received the sound processor in 2008, and is reportedly using the baha device. Note: the date of event is an estimate.